Event description:
It was reported patient enrolled in a clinical study and underwent left knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on an unknown date due to infection and the knee components were removed and replaced with cement spacers. The cement spacers were removed on (B)(6) 2006 and a total knee system was implanted. Subsequently, on (B)(6) 2006, patient underwent manipulation of the left knee secondary to arthrofibrosis. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿